Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure for a polyp performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. As a result, the clip was pulled off the tissue in a closed state and caused no tissue damage to patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.